Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: five maxplus products were received without packaging for investigation; the lot number of the complaint samples were not provided to assist the investigation. The feedback provided by the customer suggests air ingress was detected into the maxplus. A visual inspection of the returned samples did not identify any damage or manufacturing defects which may have contributed to the customer's experience. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe and a bd alaris g40015 extension set from stock and attempting to flush with fluid; in each instance, no visible air was detected throughout testing. The returned samples were then subjected to pressure testing; again, no leakage or visible air ingress was detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the maxplus product over the past 12 months.

Event description:
It was reported that the unspecified bd infusion set experienced air in line and leakage. The following information was provided by the initial reporter:on (B)(6) 2022, in the perioperative intensive care unit, during the installation of an infusion, the nursing team noticed the presence of air bubbles after the 6-valve manifold (ref. Rbp6315 - lot 22f20-tjbnp) on which bidirectional valves are mounted. The leak appears to be coming from one of the valves that is being replaced. There were no consequences for the patient but there was a risk of infection and gas embolism. This is an isolated incident.